Event description:
It was reported that bd syringe 3ml ls perforate line for tear difficult to tear and effect to sterile zone. 1st repor- found grease cover package. 2nd report - perforate line for tear difficult to tear and effect to sterile zone.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Foreign matter: based on the investigation, the probable root cause of the issue could be due to poor cutting of the waste strip. This resulted in waste strip jammed on the machine. The waste strip got wind back to the gripper chain and was formed together with the package in the next cycle. Poor perforation. Review of the DHR showed that no abnormality was observed during production run of this reported batch. Current control there is package separation (perforation test) as per mfg-006/n in place to check on the clear-cutting line. Based on the samples returned, the probable root cause for poor perforation could be due to blunt perforation knife which could be due to wearing of knife over time or part jam at the multivac machine. There is an existing monthly preventive maintenance to clean and inspect on the perforation knife and quarterly preventive maintenance to change the perforation knife. Therefore, the cause for poor perforation in this case could be due to part jam at the perforation station which cause the perforation knife to become blunt prematurely.

Event description:
Mds-ipd]_302106 ¿ bd 3ml syringe - lot 323500. 1st repor- found grease cover package. 2nd report - perforate line for tear difficult to tear and effect to sterile zone.

Event description:
Mds-ipd]: 302106 ¿ bd 3ml syringe - lot: 323500. 1st repor- found grease cover package. 2nd report: perforate line for tear difficult to tear and effect to sterile zone.

Manufacturer narrative:
The reported issue of package difficult to open/ tears was confirmed upon inspection of the photos. Review of the device history records showed that no abnormality was observed during production run of the reported lot. The primary packaging process was reviewed. At the perforation station, there are perforation knife to create the perforation cuts. Probable cause of poor perforation could be due to the perforation knife being blunt due to wear and tear causing incomplete cut lines on the unit package. There is an existing monthly preventive maintenance to clean and inspect the perforation knife. There is also quarterly preventive maintenance to change the perforation knife. As there was no abnormality during the production run and no samples were returned for investigation, the actual root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.